Event description:
It was reported that the patient with this left ventricular (lv) lead was experiencing stimulation, which occurs in a specific posture. Despite the physician making adjustments by turning off lv pacing and reducing outputs in all three chambers, the patient is still experiencing stimulations. Boston scientific technical services (ts) noted that the impedances are completely normal and had no explanation regarding the continued occurrence of this issue. This lv was electrically abandoned. No additional adverse patient effects were reported.